Manufacturer narrative:
Hollister is unable to determine the cause of the "antennae" breaking. Complaint trend analysis was performed for the last 12 months and was found to be in statistical control.

Event description:
The following information was reported: the patient was discharged from the hospital with a box of pouchkins. A total of 6 pouches from the box either had one or both antennae break off at the base of the antennae during use. The pouches were in use from 8 hours to 24 hours when the breakage was discovered. The patient's mother reportedly "milks" the pouch one time every 24 hours. She never felt breakage during the milking. No injury occurred; since switching to a new box/lot of pouchkins she has not had any further antennae breakages.